Event description:
It was reported that the home patient (hp) experienced peritonitis. On the same day, the patient was hospitalized for the peritonitis. On the same day, the patient was switched to hemodialysis and their catheter was removed. The patient was treated with cefazolin (2gm, IV, daily). After one day, the patient was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis. No additional information is available. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13c11105 and h13d16052. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).